Event description:
The complainant stated the stem broke on the caster causing the caster to fall off of the bed.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.